Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on screen and it was difficult to see settings. Customer¿s blood glucose level was unknown. Customer stated that the lost settings previously because she did not battery on her to change out. Customer troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with severely scratched lcd window. Unit passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph, however device received with corroded battery tube.